Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00479.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. When the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole. It is unknown whether the physician confirmed the blood inlet hole opened in advance. The device was then removed and replaced by another angio-seal device. The backflow of blood was observed from the second device; however, the bypass tube was already detached from the carrier tube tip when the second angio-seal device was opened. Then, the bypass tube of the first device was used for the second device to continue the procedure. Hemostasis was successfully completed using both the first and second device. There was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was coiling a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.